Event description:
The non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason slight decentration and neuro adaption failure. The iol was planned to replace with the another lens. Additional information has been requested however no further info received. Additional information has been received and stated that iol has been replaced in a secondary procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).